Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered 6 inappropriate shocks while the patient was asleep. Upon interrogation, smartpass was noted to be deactivated, and t wave oversensing was present on the shock episodes, as well as occasional noise oversensing. An automatic set up was performed, with only the secondary vector passing in the laying position. The s-ICD was programmed for the secondary vector. An x-ray was performed, and ts provided further troubleshooting recommendations. This s-ICD system remains in-service. No additional adverse patient effects were reported.